Manufacturer narrative:
Pump received with currents in specification. Motor error alarmed during the basic occlusion test due to loose drive support disk.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 239 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI, and customer was able to complete rewind process. Insulin pump passed self-test. Customer was advised that insulin pump would need to be replaced.